Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of this device. Boston scientific technical services (ts) confirmed that this appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. The battery was found to be at 10% now down to 9% and replacement was advised. Device remains in-service. No patient effects have been reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of this device. Boston scientific technical services (ts) confirmed that this appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. The battery was found to be at 10% now down to 9% and replacement was advised. Device remains in-service. No patient effects have been reported. Subsequently, additional information was received indicating device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional info: this report captures the explant of this device and impact on the patient.